Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in back-up mode. No intervention was performed. The condition of the patient was unknown.